Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed without adequate blood marking as reported. It should be noted that the proglide instructions for use states: do not deploy the foot in the artery unless brisk pulsatile low of blood is evident from the marker lumen. In this case, it is unknown if the deployment of the device without adequate blood marking observed contributed to the reported difficulties as the device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, adequate bleed back from the proglide marker lumen was not observed on either device. The devices were deployed and the sutures came out with the device on both proglide devices. The suture of two additional proglide devices were successfully preplaced. The sheath was upsized to 8f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.